Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18atms on the second inflation. The first inflation was at 14atms for 20 seconds. The lesion being treated was located in the very tortuous and 99% stenotic left circumflex artery with hard calcification. The procedure was successfully completed with the deployment of a non bsc stent and another quantum maverick monorail balloon. Patient status is listed as "good".